Event description:
It was reported that the customer was in the hospital on (B)(6) 2015 for a diabetic ketoacidosis. Her blood glucose level was 330 mg/dl. The customer experienced nausea, thirst, vomiting, numbness, and pain in the chest and shoulder. She was treated with insulin drip every hour. The customer was wearing her insulin pump at the time of the emergency room visit. She had on the insulin pump for five hours before she started feeling bad. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.